Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex artery with moderate tortuosity. Pre-dilatation was performed and the 2.5 x 12 mm xience v stent was implanted at 16 atmospheres (atm); however, a proximal edge dissection occurred. A 2.5 x 15 mm xience v stent was used to treat the dissection successfully and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.